Event description:
A report was received that the pt was experiencing swelling at the ipg site. The device is working properly and pt can feel the stimulation. However, the physician assessed that the pt is allergic to the ipg and will be explanted.